Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at a third party service center, the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
Decice not returned.